Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. Patient had cardiac arrest during hospitalization in ICU. Upon device interrogation, sustained vf was noted. Device malfunction was suspected. The patient was intubated and was on 3 pressor with no improvement. It was discuss with family about goals of care, the family did agree to do not resuscitate (dnr).